Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of additional relevant information or completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the affiliate, that a hakim microvalve was fractured after implantation and was revised. Upon reading an MRI of the spine, it was found that the body of the valve is fractured. The valve was at the right frontal level. The magnetic field of the spine MRI was 1.5 tesla. No prior image was given on the device. Surgical procedure the same day for replace the fractured valve by another valve. There have been no further reports of adverse events for the patient. The device is available for analysis.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected, and it was noted that the stator was dislodged as well as a crack and bump mark were noted in the valve casing. Therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under the microscope at appropriate magnification. There was also corrosion noted on the stator. The cam magnets were controlled, and the magnets passed. The root cause for the stator dislodge as well as crack and bump marked noted in the valve casing was likely due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device conformed to specification when released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.